Event description:
It was reported difficulties were encountered during removal of this needle during a liver biopsy procedure. Manipulation of the needle to facilitate removal resulted in some external bleeding. Following removal from the pt, the outer cannula was noted to be bent. No treatment was required. Another biopsy needle was used to successfully complete the procedure. The pt's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair...warning: test firing the needle without stabilization may damage the cannula tip. ...do not leave the needle cocked with the springs under tension until ready to use."